Event description:
Failure of core biopsy instrument during office prostate bx- 4 biopsy instruments did not retract well or obtain adequate tissue sample lot # reks3281 on (2 probes on 2 different patients). The staff member present during the procedure stated the trigger would not engage, therefore was not able to obtain the specimen needed. No patient harm. Manufacturer response for biopsy instrument, max core disposable core biopsy instrument (per site reporter).